Manufacturer narrative:
Product number updated to m3002a.

Event description:
It was reported that there was speaker malfunction alarm on their intellivue multi measurement server (x2). It is unknown if the device was in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction alarm on their intellivue multi measurement server (x2). It is unknown if the device was in clinical use.